Manufacturer narrative:
The device has not been returned to the manufacturer as of the date of this report. A follow-up report will be made once the device is returned for evaluation and an investigation is completed.

Event description:
It was reported that during a hip procedure, the reciprocating saw which was being used leaked a black fluid into wound site. This occurred while making the initial cut of the head of the hip joint, the wound site was irrigated with antibiotics. It was also reported that the blade broke at the mount and fell into the surgical site. The blade was able to be removed and another blade was available.